Event description:
It was reported to philips that the system was turning off. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was turned off. Review of the log files shows connection to the x-ray pc is lost. Upon troubleshooting, the philips remote service engineer (rse) checked system logfile remotely and flexviewing pc crashed multiple times and requested onsite support. The philips field service engineer (fse) went onsite and found that the issue was caused by the review module button being stuck, likely due to it being turned on or off improperly. To resolve the issue, the fse monitored the system for several days and found no error. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.